Event description:
Patient's previous total knee arthroplasty (tka) implants, poly and patella, were removed related to suspected athroplasty failure. Patient with rheumatoid arthritis who had a bilateral total knee arthroplasty done in (B)(6) of 2005. He had had a previous medial collateral ligament injury and over time after surgery, he progressed to have increased instability of the knee on the left side. Instability left his knee in slight valgus on loading because of apparent stretching of the medial collateral ligament. This led to patella subluxed in the lateral direction and, on physical examination, suggested that the medial patellar retinaculum was markedly diminished in strength. Because of his discomfort, we offered him a revision arthroplasty. ======================manufacturer response for implant - hardware, patella and poly (per site reporter).======================awaiting response.